Event description:
It was reported that during a percutaneous coronary angioplasty procedure, a dissection occurred. The 30% stenosed lesion being treated was located in the distal left anterior descending artery. The runway cls3 guide catheter was advanced without difficulty. Another MFR's drug eluting stent was then deployed without incident. During removal of the stent delivery system, the runway guide catheter was deep-seated into the ostial lad which then caused a dissection. There was no difficulty reported withdrawing the stent delivery system, and the reason for the deep-seating of the guide catheter was "better support due to the shape of the aortic root-physician's usual practice." Another MFR's 3.5 x 12mm stent was then implanted to treat the dissection, and this resolved the situation. The pt did not experience any symptoms due to the dissection. The procedure was completed with this device, and pt status was reported as 'stable'. The cause of the dissection was reported to be "disease at the site of the deep-seating".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history , historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.